Event description:
Subsequent information indicated that a lead fracture was observed on fluoroscopy. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Manufacturer narrative:
As of today, the lead has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular lead displayed high out of range pacing impedance measurements. The lead was turned off as the patient did not require bi-ventricular pacing. There were no adverse patient effects reported. The lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.